Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra 2 meter was displaying a battery indicator when attempting to test. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 6pm. The patient reported that he manages his diabetes with lantus insulin, novolog insulin and glucophage sl pills (doses unknown) and it is unknown if he made any changes to his usual diabetes management routine in response to the alleged issue. He claimed that four days later he developed symptoms of ¿blurred vision and dizziness¿ and despite his symptoms, he denied receiving any treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time; the battery did not need replacing based on the use of meter. The issue remained unresolved and replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.